Manufacturer narrative:
A theoretical investigation was conducted, as there were no photos and no goods available. No further details of the incident were communicated by the reporter.. All cuffs of the tracheostomy cannulas are subjected to a 100% test as part of the quality inspection during production. Leaking product was discarded. The leaking problem occured during some days of use. It is therefore confirmed that the product was originally in perfect condition, including a tight cuff-system and a working cuff inflation via the inflation line. It can be assumed that sharp-edged structures in the area of the cuff have led to the leakage during use. Nevertheless, the cause cannot be conclusively determined due to the missing goods and further use details.

Event description:
1) cuff leak was observed during use after some time of use. It is not reported if a priori cuff testing was done. 2) no health effect to the patient occured. The tracheostomy tube with the cuff problem was changed.